Event description:
Initial incision was made at umbilicus. Bladed trocar was inserted into abdomen, but blade did not retract until trocar had entered quite a distance into the abdomen.what was the original intended procedure?cholecystectomy.